Event description:
The loop from the snare disconnected itself (after the polyp was cut and the snare securely closed) from the snare and then the loop opened. The piece of the metal loop was retrieved using forceps without patient injury.====================== manufacturer response for snare, singular polypectomy snare======================they are coming to pick up the device for review.